Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and one shock as inappropriate therapy for the patients atrial driven rhythm. Technical services (ts) was consulted and discussed stored data as well as the device programmed settings. This device remains in service. No additional adverse patient effects were reported.